Event description:
Received (B)(4) from the site: 'the large clip applier was in use by the surgeon when it became stuck in the closed position on the patient¿s tissue and the emergency wrench would not release it. A da vinci scissor was used to free the tissue. No injury to the patient.' Surgery: cholecystectomy

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Isi contacted the initial reporter to obtain more information regarding the reported incident. The da vinci coordinator who was presented during the case indicated that the clip applier instrument would not unclamp and they were unable to release it using the emergency release wrench. She also indicated that the clinical sales representative was present and he called isi technical support for assistance. The surgeon made the decision to cut the tissue using the da vinci scissors instrument. The tissue that was cut away was going to be dissected; there was no injury to the patient. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.